Manufacturer narrative:
The investigation was started. The results will be provided in a final report.

Event description:
It was reported that the device was unable to build up ventilation pressure while a patient was being ventilated. No injury reported.

Manufacturer narrative:
The affected device was examined at the repair shop at the manufacturer¿s site. This examination included a three-week endurance test; in addition, the inspiration block including all safety valves was removed and examined. Furthermore, the statistical logbook of the affected device was available for investigation. The functional device test, including endurance run and all device self-tests, ran without any deviations. The disassembly and examination of the inspiration block and all safety valves showed no abnormalities. There a no entries logged in the statistical logbook indicating a device malfunction. Based on the examination, no device malfunction could be determined. However, it cannot be excluded that the inspiratory block had a sporadic malfunction. This malfunction can lead to a leakage, but not to a complete failure of ventilation. If a device malfunction results in an impaired ventilation performance, the device will detect this and generate appropriate high priority alarms (such as paw-low, mv-low, apnoea). The unit continues to ventilate the patient according to the set ventilation mode. If there is a device error causing a stop of ventilation or emergency ventilation, the user is alerted with high priority. If the ventilation is interrupted, the patient can breathe in or out through the safety valves. A sporadic fault on the safety valve can cause leakage but is detected in device self-test and indicated to the user accordingly. The investigation did not reveal any new or additional risk that had not already been taken into account in the safety concept of the device. There were no patient consequences reported. Based on the final investigation results this case is no longer considered to be reportable.

Event description:
It was reported that the device was unable to build up ventilation pressure while a patient was being ventilated. No injury reported.